Event description:
The user was not satisfied with device. The recipient has single sided deafness, never really received benefit from the device and did not like the "bump" (implant profile) on her head. Additionally, the device housing had slipped directly behind the pinna and this was causing discomfort. This pain/discomfort was present even without wearing the external devices. The recipient wanted the device to be removed. Therefore, the device was explanted.